Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise post implant due to the pin connector which was creating the noise. Additional information indicates that the pocket was re-opened the following day after implant and the lead was reconnected to the device. This lead remains in service. No additional adverse patient effects were reported.